Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'will not start when door opened' which was reproduced during evaluation of the device. The reported condition was verified. The cause was determined to be an out of adjustment lower latch screws spacing gap which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not start when the door was open. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.